Event description:
The hospital reported that during the saphenous vein harvesting procedure, the scissor shaft was sticky when being moved in and out of the harvesting cannula on two vasoview 7 devices. A vasoview 6 was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Investigation results: the scissors shaft did not encounter any resistance once in the harvesting cannula. Measurements of the scissors shaft and main seal indicate that these meet specifications. The complaint is confirmed. A corrective action has been initiated to address this issue.